Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the instinct sensor and sensor kit was reviewed and the dhrs showed the instinct sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a low glucose sensor scan reading of 190 mg/dl compared to a fingerstick reading of 287 mg/dl. The customer did not notice a trend arrow on the device. It was indicated that the customer experienced dehydration and vomiting. The customer had contact with a healthcare professional (hcp) who provided anti-nausea, tylenol, fluids, and insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a low glucose sensor scan reading of 190 mg/dl compared to a fingerstick reading of 287 mg/dl. The customer did not notice a trend arrow on the device. It was indicated that the customer experienced dehydration and vomiting. The customer had contact with a healthcare professional (hcp) who provided anti-nausea, tylenol, fluids, and insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.